Manufacturer narrative:
Date of event is unknown. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the sales rep received information concerning a fracture of ti matrixrib universal plates 8 holes. No other information provided. Concomitant device reported: screws (part # unknown, lot # unknown, quantity unknown). (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part no.: 04.501.009. Lot no.: l203404. Manufacturing location: (B)(4). Release to warehouse date: 23.nov.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed for the subject device: the complained implants have been forwarded to the responsible manufacturing plant for an evaluation. We are now in the receipt of the investigation result. The two parts referred in pi-15118911104823536 and pi-15185415527030294 belong to the same lot number (art. 04.501.009/ lot l203404); they are broken into two pieces and the surfaces of the plates are scratched. The part referred in pi-15185415527033257 (art. 04.501.009/ lot 8678495) is broken into three pieces with one piece abnormally bent and the surface of the plate is scratched. All plates have been returned in separated boxes, not in original packaging together with 7 unknown screws each. The parts referred in pi-15118911104823536 and pi-15185415527030294 (lot l203404) and pi15185415527033257 (lot 8678495) were inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure w-m-s080. For all the items, all the measurable features pertinent to complaint condition have been found conforming to specification. Both plates of the lot l203404 are visually damaged post production and are broken in two pieces. The plate of the lot 8678495 is visually damaged post production and is broken in three pieces with one piece abnormally bent. All the holes more proximal to the breakage were respected and were found conforming to the specification. Since all the holes are manufactured in the same production step, using the same cnc program and tools (repeated features), it can be stated that all holes are in specification. The thickness and width of the plates were measured in different points of the plates and were found in specification. There is no evidence of nonconformance manufacturing related. Considering that all relevant measurable products features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned parts are page 2 of 2 conforming from a manufacturing perspective. The manufacturing investigations are disposed as confirmed due to evidence that the parts are broken, but they are considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Parts returned to customer quality as per procedure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: locking screws (part # unknown, lot # unknown, quantity 21).